Event description:
It was reported that the left ventricular lead was difficult to insert into the competitors defibrillators header. The electrical measurements were checked and were within range. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.